Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my tubes removed') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced hypoaesthesia ("numbness in hands feet and face"), vertigo ("vertigo"), gait inability ("struggling to walk any distance") and fatigue ("exhausted all the time"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal, hypoaesthesia, vertigo, gait inability and fatigue outcome was unknown. The reporter considered fatigue, gait inability, hypoaesthesia, medical device removal and vertigo to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.